Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63) and the location of the damage at the side near the battery tube. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. Troubleshooting was performed for the cosmetic damage, and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1886 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test and self test. No unexpected pump error 63 alarm noted during testing. However, pump error 63 alarm (variable info = 1) confirmed in the pump history due to hardware fault: sf chip timeout failure. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly noted. The pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails), faded serial number label, cracked retainer and battery tube threads cracked. In summary, customer alleged pump error 63 confirmed. Cracked case battery tube confirmed. Expose to moisture on battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.